Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100709671. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning as intended. The patient reported experiencing auto inflation, deflation, and pump positioning related issues, and stated that he had been experiencing pain for approximately one month and required the use of a urinary catheter. The device remains implanted. The patient was referred to a post operative guide to assist with device troubleshooting. No additional information was reported.